Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing related ref: 3008452825-2019-00460. During the procedure, when attempting to remove the hd grid catheter, it became entangled in another mapping catheter that was within the right atrium. The hd grid catheter was able to be removed but the distal portion of the other mapping catheter became detached. All portions of the catheter were able to be removed from the patient with the hd grid catheter. The hd grid catheter was then able to be used to continue and complete the procedure.